Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Bottom case, right and left plunger cases cracked. Functional and delivery testing was conducted. There was a force sensor test error identified in event history log review. Performed calibration verification test. Utilized biomed diagnostics monitor analog voltage. Reported event and reset alarm were duplicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to be damage found on force sensor flex cable and plunger cable. Customer caused the damage during disassembly or reassembly of the pump. The following actions were taken: replaced force sensor and plunger cable. Performed calibration. Other repairs included: replaced bottom case, right and left plunger cases, force sensor, plunger cable. Replaced main board. Device passed all functional and device testing after repairs.

Event description:
It was reported that the force reading was stuck. No patient injury was reported.